Manufacturer narrative:
According to the facility, "the connectors are popping off and therefore causing an infection, 8 so far". There was no further information. No additional details are available related to the customer reported issue. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility, "the connectors are popping off and therefore causing an infection.